Event description:
Hamilton medical ag received the following event description: according to the complaint description the device alarmed with te 244018. 128/2026-03-11 05:29:18/tf /446029 129/2026-03-11 05:29:18/tf /431001 130/2026-03-11 05:29:18/tf /1746004 131/2026-03-11 05:29:18/tf /1446029 132/2026-03-11 05:29:18/tf /1485001 133/2026-03-09 17:23:17/test /temperature cpu ip, max: 53.0°c, avg: 50.7°c tf 431001 = blower fault tf 446029 = ambient failure detected. The patient had to be moved to a different ventilator.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (b)(4 0.the report contains also the investigation outcome. Review of the device event log identified tf 431001 blower fault with associated ambient failure and panel-observed technical fault entries. Following the event, the blower flow test failed, with loud noise noted from the blower. The blower was replaced, followed by service software checks in accordance with manufacturer specifications. The unit passed all functional testing and was returned to use. The case is considered closed.